Manufacturer narrative:
The customer complaint of an unspecified issue with syringe modules was not confirmed or replicated since no product or device logs were returned for investigation. The customer also reported they were reviewing incidents and found they most all of their syringe devices have a calibration date of january 01, 2000. A syringe calibration date of january 01, 2000 is a default date stamp and is expected behavior since none of the alaris system modules have real time clocks. The pcu device is the only device with a real time clock (rtc). This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported having an unspecified issue with syringe modules. The customer is requesting a technical resource go onsite and inspect the devices they currently have in their shop, as well as their cleaning process "and such" to ensure they are handling the devices appropriately. The devices were newly installed as of october and november of 2018. The customer reported they were reviewing incidents and found they mostly all have a calibration date of january 01, 2000. The location of the event was possibly the nicu.